Manufacturer narrative:
No evidence of a device malfunction. The user guide provides adequate instructions for operator actions to take in the event of a high waste bag pressure alarm. This includes checking the dialysate sack for kinks and verifying proper installation. If the user is unable to recover from the alarm after multiple attempts, the user guide instructs the user to drain the dialysate sack. The patient continues to perform hemodialysis with the cited cycler. No subsequent similar reports have been received by this patient.

Event description:
During initiation of hemodialysis treatment, the patient noted that the cycler produced an high waste bag pressure alarm. The user patient unable to resolve this alarm and terminated treatment after not feeling well. The patient was admitted under a 24h hospital stay with a diagnosis of fluid overload. Hemodialysis was performed.